Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours at the infusion site (abdomen) the patient's blood glucose level was 172 mg/dl and at lunch was reported to be 240. When the patient removed the pod from the infusion site the needle was visible, thus the needle did not retract upon activation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences. Device ran for 366 pulses. No damages or defects were observed that would result in the needle not retracting. In addition, it could be seen that the pod generated an 0x6a alarm indicating that an occlusion was detected. However, no issues were found with the fluid path or the drive mechanism that would contribute to an occlusion. The cause of the generated alarm could not be determined.